Event description:
On (B)(6) 2013, the patient's family member reported that the patient's wound was allegedly stalled with worsening of the wound tunneling. On (B)(6) 2013, the following information was reported to kci by the patient's spouse: the patient's wound did deteriorate, and the tunneling did worsen allegedly due to the home health agency's incorrect dressing application. The patient continued to receive v.a.c. Therapy. On (B)(6) 2013, the following information was reported to kci by the nurse: the wound did deteriorate and the tunnel worsened, but no medical or surgical intervention was performed. The patient's wound and tunneling improved with the use of a kci bridge dressing. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(4) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, this report is being filed due to possible user error. Device labeling, available in print and online, states: deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/ expertise of a specialist. Clean wound more thoroughly during dressing changes. Change dressing often, ensuring that it is being changed at least every 48 hours. Check for small leaks with a stethoscope, or by listening for a whistling noise or moving your hand around the edges of the dressing while applying light pressure. Tunneling with white foam: v.a.c. Whitefoam dressing is recommended for use in tunnels. Do not place foam into blind or unexplored tunnels. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible. Techniques for tunneling and sinus tracts. V.a.c. Whitefoam dressing is recommended for use in tunnels. Always cut the v.a.c. Whitefoam dressing wide at one end and narrow at the other. This will ensure that the opening to the tunnel or sinus tract remains patent until the distal portion of the tunnel has closed. Continuous therapy should always be used until the tunnel has completely closed. Do not place foam into blind or explored tunnels. Initial dressing application for tunneling and sinus tracts determine the length and width of the tunnel or sinus tract using a measuring device of your choice. Cut the foam to the size that accommodates the tunnel's dimensions, plus an additional 1-2 cm into the wound bed. Gently place the foam into the tunnel or sinus tract all the way to the distal portion. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible.